Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a (B)(6). The transvenous pacing system was explanted and replaced with a temporary pacing system. The temporary system was replaced with a leadless pacemaker at a later date. No further patient complications have been reported as a result of this event.